Manufacturer narrative:
Updated: device avail. For eval? Returned to MFR. On, device returned to MFR.? Device evaluated by MFR.?, eval summary attached, method codes, result codes and conclusion codes. Device evaluated by MFR: the device was returned for analysis. Device analysis revealed no issues were found, the device appears to be in good conditions. The telescope assembly was able to properly pull back, advance, and retract. It was observed that the catheter flushed normally. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-04127 and 2134265-2018-04128. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an opticross¿ imaging catheter and a pullback sled to view the target lesion. During the live run, it was noted that the opticross¿ imaging catheter froze halfway through pullback. Thus, automatic pullback failed. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-04127 and 2134265-2018-04128. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an opticross¿ imaging catheter and a pullback sled to view the target lesion. During the live run, it was noted that the opticross¿ imaging catheter froze halfway through pullback. Thus, automatic pullback failed. No patient complications were reported and the patient's status is stable.